Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 40 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to examine all accessories and connections to the generator before use. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a shoulder arthroscopy procedure on (B)(6) 2023 when it was reported, ¿surgeon was using probe in the shoulder and a piece of the tip broke off in the patient. The case was delayed by at least 10 minutes as x-ray had to be brought in to locate piece, remove and verify that nothing else was present in the joint. No injury reported.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. Upon further assessment questioning it was found that the procedure was completed with a 10-minute delay. The fragment was removed from the patient using a grasper. It was reported that the patient was released after surgery. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a shoulder arthroscopy procedure on 4jan23 when it was reported, ¿surgeon was using probe in the shoulder and a piece of the tip broke off in the patient. The case was delayed by at least 10 minutes as x-ray had to be brought in to locate piece, remove and verify that nothing else was present in the joint. No injury reported.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. Upon further assessment questioning it was found that the procedure was completed with a 10-minute delay. The fragment was removed from the patient using a grasper. It was reported that the patient was released after surgery. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.